Manufacturer narrative:
The device was returned for repair and the reported issue was confirmed as the twist on cable attributed to the flickering image. The investigation is ongoing, therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available at a later date this report will be supplemented accordingly.

Event description:
The olympus (omsi) field service officer became aware that during maintenance, the high definition autoclavable camera head was found to have a "twist on cable due to which flickering in image is seen and cut marks observed on cable". No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the flickering image was due to a faulty cable unit. The cause of faulty cable unit is likely due to disconnection caused by the cable twisting. The specific root cause of the cabling twisting could not be determined at this time. Olympus will continue to monitor field performance for this device.